Event description:
Over the past 3 months we have experienced 40 power cord failures with this device. We have been in constant contact with the manufacture/vendor on this concern. When the power cord fails, there is a delay in delivering therapy to the patient. We do not know why this problem is occurring. The manufacturer has replaced the failed cords but also does not know why this is happening. These pumps are only 3 months old. Failures began soon after the pumps were put into use. There is no visual defect with the device and the devices are subject to normal wear/tear use as are similar devices in the patient care areas. Other devices in use in the clinical areas are not having this kind of problem. Biomedical staff noted that the power cord on these models is located in a different position on the pump than the previous model. Biomedical staff believe the location of the power cord may be a factor in this problem.====================== manufacturer response for feeding pump, enteral lite (per site reporter).====================== providing staff inservicing and also doing an internal investigation.